Event description:
Description of event according to initial reporter: information received 03aug2020 indicated patient was deceased. 03aug2020, the dm was requested to obtain additional information from the physician to know if the physician feels our device caused or contributed to the death of the patient. 06aug2020, the dm responded with information from the physician indicating ¿I don¿t know honestly but probably. She came back a month later with an ascending dissection that wasn¿t there on her post op day 2 cta. So it wasn¿t directly related to the device in that it happened immediately but obviously the graft and tevar most likely played a part. ¿ additional information received 06aug2020 from the physician: "I mean to say I think it's surgery related but I don't think it has to do with the cook device itself. I don't think if I had used another vendor there'd be a different outcome if that makes sense." Patient outcome: death.